Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) trial patient experienced shortness of breath and high blood pressure sometime after the trial was completed and therefore went to the emergency room. The patient was then diagnosed with having a bilateral pulmonary embolism. It was assessed that the symptoms were not caused by the scs trial and that clotting was a pre-existing condition. The patient was hospitalized and placed on a heparin drip and the trial leads were removed. The trial leads will not be returned as they were discarded by the medical facility.